Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2007, the patient underwent a 2 part procedure including vaginal vault suspension with implant of a bard/davol flat mesh, bilateral salpingo-oophorectomy, posterior repair, pubovaginal sling with non-davol graft, tension free anterior colporrhaphy with non-davol graft and cystoscopy with suprapubic cystostomy tube placement. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event, and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.